Manufacturer narrative:
This is one of two products used on the same pt. MFR. Report#.

Event description:
During coil placement within the aneurysm, the first coil prematurely detached. During attempt to place the second coil, the same catalog and lot number, this coil stretched. The coil was removed from the pt's vessel. There was no pt injury.